Manufacturer narrative:
H4: the lot was manufactured from december 07, 2022, to december 13, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vial-mate adapters leaked from around the adapter after being locked. This was identified during set-up/preparation with antibiotics. New supplies were used to continue preparation. There was no patient involvement. No additional information is available.